Manufacturer narrative:
H10: the asp reported further calibration attempts were successful and touchscreen replacement was not necessary as previously concluded. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: initial reporter: (B)(6) hospital.

Event description:
Philips received a complaint from the customer reporting the touchscreen on the v60 ventilator was not responding properly. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp calibrated the touchscreen and the issue persisted. The asp determined touchscreen replacement was necessary. The investigation is ongoing.